Manufacturer narrative:
Device lot number corrected from 17694527 to 17772466. Device expiration date corrected from 07/04/2016 to 07/25/2016. Device manufactured date corrected from 02/23/2015 to 03/18/2015. Device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage with struts distorted, bunched and lifted distally from the stent profile. This type of damage is consistent with the stent encountering resistance during withdrawal attempts of the device. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile and shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 24mm x 2.5mm target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 2.50x24mm promus element ¿ drug-eluting stent was advanced to treat the lesion. However, during procedure, the proximal stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4)

Event description:
It was reported that stent damage occurred. The 90% stenosed, 24mm x 2.5mm target lesion was located in the moderately tortuous and severely calcified left anterior descending (lad) artery. A 2.50x24mm promus element drug-eluting stent was advanced to treat the lesion. However, during procedure, the proximal stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.